Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the right atrial lead exhibited a sensing anomaly. The patient noted that she had recently fallen. The patient experienced muscle stimulation and it was suspected that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in stable condition post procedure.